Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. Therefore, the cause of the reported observation has not been determined.

Event description:
Autotome rx sphincterotome was used to retrieve stones in common bile duct. A jagwire was inserted into biliary. The autotome was inserted over the guidewire. When this autotome was electrified to cut the pappila, the cutting wire was suddenly broken at proximal. No patient injury was reported on this event. The patient's condition was reported to be "good".